Event description:
It was reported that the insulin pump alarmed motor error during prime fill. Customer declined to provide blood glucose reading. No further information reported.

Manufacturer narrative:
No unexpected motor error alarm was noted. The insulin pump had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, and cracked battery tube threads. The insulin pump passed the displacement test, rewind, basic occlusion test, prime test, occlusion test, excessive no delivery alarm test and motor test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.